Manufacturer narrative:
Details of complaint: the customer reported the multigas unit was not providing accurate readings. No patient harm was reported. Service requested / performed: exchange / evaluation: nka's repair center evaluated the device on 10/26/2020. A "device error" was noted. The issue was determined to be sensor related. Investigation summary: the overall risk score is medium. The root cause is determined to be component failure: a sensor needed to be replaced. The sensor is a replaceable component, where the longevity is dependent upon the following factors: - instrument and parts must undergo regular maintenance inspection at least every 6 months. - if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. - water trap should be replaced every 4 weeks or as indicated on the device. - ensure the environment is optimal as described in the operator's manual. Based on sop07-003, no CAPA is required as the quality event does not warrant a corrective action. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bsm: model #: ni. Serial #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit was providing inaccurate readings. Nihon kohden requested additional details on this issue, but the information was not provided. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was providing inaccurate readings. Nihon kohden requested additional details on this issue, but the information was not provided. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the multigas unit. Bms: model #: ni, sn #: ni.

Event description:
The biomedical engineer (bme) reported that the multigas unit was providing inaccurate readings. Nihon kohden requested additional details on this issue, but the information was not provided. No patient harm was reported.